Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 3 MFR. Reference report#: 3006705815-2019-01858, 1627487-2019-05827. It was reported that the patient was not receiving adequate therapy. As a result, the patient may undergo surgical intervention at later date.

Event description:
Device 1 of 3. Reference MFR report#: 3006705815-2019-01858. 1627487-2019-05827.

Event description:
Device 1 of 3 MFR. Reference report#: 3006705815-2019-01858; 1627487-2019-05827. Follow up revealed that the patient's scs system was explanted.